Event description:
The customer reported via phone call that they keep changing their infusion sets and receiving a no delivery alarm during the fill cannula. Customer stated that he put in a new infusion set last night but today he had to take injections. Customer's blood glucose was 287 mg/dl at the time of the incident. Customer was asked to disconnect from the set. Customer received a no delivery alarm during manual prime while troubleshooting. Customer stated that the insulin did exit and the pump did not alarm no delivery after a manual plunger push. Customer was advised that the pump was working as designed. Customer was advised to monitor the pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.